Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported "downstream occlusion" alarm was experienced during eval. Eval found the downstream sensor current reading to be out of spec (high), caused by a failed downstream sensor. The elevated signal level is the cause for the downstream occlusion alarm and with a false downstream occlusion present, the pump will not auto-restart. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming downstream occlusion. Any pt injury or involvement is unk.